Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. The customer reported that the sensor broke after removing off the body. The customer reported that the sensor had readings of 35 mg/dl blood glucose while sensor glucose was 155 mg/dl and also 355 mg/dl blood glucose while sensor glucose was 160 mg/dl. The sensor will not be returned for analysis.